Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center, where the investigation was performed based on the information provided by the customer and regional repair center. The reported failure of poor image quality was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness lost due to poor water-tightness of cable unit, crushed cable unit. Based on the results of the investigation, it is likely the "part of image is dark" malfunction was due to broken cover glass. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head user could only see two thirds of the camera section on the screen, one third was black. The issue occurred during a transurethral resection of the prostate (turp) procedure. The intended procedure was completed with the same device with no surgical delay. There were no reports of patient harm.

Event description:
It was reported, the camera head user could only see two thirds of the camera section on the screen, one third was black. The issue occurred during a transurethral resection of the prostate (turp) procedure. The intended procedure was completed with the same device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.